Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 05-oct-2022 to ensure the customer¿s initial concern was resolved - able to establish contact with customer who stated the meter is working fine and no additional assistance needed.

Event description:
Consumer reported complaint for error message (e-3) and low blood glucose test results. Niece is calling on behalf of the customer. During the call, a blood test was performed by the customer fasting and produced test result of 58 mg/dl using true metrix meter; the customer was concerned with the result obtained. Caller advised that customer has not had anything to eat since 10 pm last night and she is about to give him breakfast. The customer¿s expected am fasting blood glucose test result range is 70-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/18/2023 and test strips were opened two months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 03-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.